Event description:
During atrial fibrillation procedure it was reported the patient became hypotensive. Pericardial effusion was identified by using intracardiac ultrasound. Pericardiocentesis was performed. Fluid was removed from the pericardial space and the patient was stabilized. The patient was moved to the ICU for observation.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Webster 10 pole catheter: model #: d-1086-587-s, lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.(B)(4).